Manufacturer narrative:
The devices remains in the patient, therefore product testing on the devices could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and iop increase are identified in the labeling as a known inherent risks of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU states under warnings that: "the surgeon should perform gonioscopy prior to taking a patient to surgery to exclude congenital anomalies of the angle, peripheral anterior synechiae (pas), rubeosis, and any other angle abnormalities that could lead to improper placement of the stent and pose a hazard." Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary (B)(4).

Event description:
It was reported that two months post-operatively, the patient presented with iop increase. The surgeon believes the obstruction of the inner lumen of the stent has caused the iop increase. Currently, ocular hypotensive drug is lowering the iop of the patient. Additional information was received from the physician and reads as follows; the progression of the visual field loss of the patient was mild and the patient is relatively young. Pilocarpine was continued from preoperatively but the post-operative iop increased from low-teen to around 30 mmhg. After the iop increase, cosopt was prescribed and the iop improved to low-teen.